Manufacturer narrative:
Customer stopped the instrument and cleaned up the wash. Customer technical support (cts) assisted the customer with troubleshooting, had the customer home the system, and then to observe the wash concentrate bottle. Per the customer, the wash bottle is no longer overflowing but fluid is filling the hydro tray from someplace and customer cannot figure out where. Cts advised the customer to shutdown and reboot the instrument. Customer stated that shutdown/reboot stopped the leaking. A field service engineer (fse) was dispatched and investigated the system, but could not find any issues. Fse cleaned the corresponding valves and ran qc. Per the fse, hydro is currently performing normally.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that when the operator discovered that the canister was not filling and that the high pressure air supply was low on the unicel dxc 600i synchron access clinical system, the operator opened the instrument door and found the hydro was flooded and the wash concentrate was bubbling out of the bottle. No injury or operator exposure was reported for this event.